Event description:
The facility reported a colleague infusion pump with a malfunction of the 3rd channel - manual tube release being broken. This condition had the potential to interrupt delivery. This condition occurred during maintenance. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of the third channel manual tube release being broken was confirmed and duplicated during product evaluation. The root cause of the reported problem was determined to be a manual tube release knob broken. Appropriate action was taken to correct the reported problem by replacing manual tube release knob.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Similar reports have been received for the reported problem. The root cause investigation is in process through mdq-CAPA-(B)(4).